Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced pain, erosion, seroma, mesh migration and recurrence. Post-operative patient treatment included revision surgery and repair of incisional hernia with mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the preperitoneal implant, the patient experienced pain, erosion, seroma, mesh migration, recurrence, abdominal wall pain, free-floating foreign body mesh within the seroma cavity, and 50% of previous progrip mesh had not adhered. Post-operative patient treatment included revision surgery, resection of abdominal wall skin and subcutaneous tissue, resection of abdominal wall seroma, resection of abdominal wall foreign body muscular mesh, and tissue flap rearrangement closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative and post-operative diagnosis: incisional hernia. Procedure: repair of incisional hernia with mesh. Events: the patient had surgical revision pain, erosion, seroma, and recurrence.